Event description:
It was reported that the patient¿s device was showing high impedance. The patient was also reported to still be having seizures and didn¿t feel device was working. The patient¿s device was disabled. No known surgery has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was later reported patient had a prophylactic generator replacement. The representative present at surgery stated that the doctor tested impedance 2-3 times after only changing generator and impedance was acceptable. Pin re-insertion and visualizing the pin past the setscrew connector block were not done with new generator. They did irrigate the header with saline and used a test resistor on the generator and ran generator diagnostics. They did visualize the lead for breaks but did not find any. Suspect lead is still implanted. No other relevant information has been received to date.